Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 50 mg/dl. Customer treated their low blood glucose levels via carb intake. Customer's current blood glucose level was 94 mg/dl. Customer advised the auto mode feature was not active at the time of the low blood glucose levels. Customer turned the auto mode feature on and decline to further troubleshoot. The insulin pump will not be returned for analysis.